Manufacturer narrative:
The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery cap and battery were not returned with the pump. Upon examination a visible battery compartment crack and corrosion in the battery compartment were observed. A test battery cap was used for the investigation. Eval found that pump powered up properly and the power circuit did not draw excessive current. Evidence of moisture damage was found on internal components. The pump user guide instructs the user to inspect the pump confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The pt reported that the pump felt hot and that the battery looked like it had exploded. He said that it was an energizer ultimate lithium 1.5v battery. He cleaned the battery compartment, replaced the battery with an alkaline one, and continued to wear the pump. He cannot recall the brand of this battery. During that night, he said, some battery acid leaked from the pump and burned him in his abdomen. He noted that the burned area was 3 inch by 1 inch area and he applied an antibiotic ointment. He cleaned the battery compartment again and continued to use the pump. The pump lost power during the day, he removed it, and he began to use a loaner pump. The pt noted that he had observed a crack in the case, but did not want to use the loaner at first without calling animas as instructed in the loaner agreement contract. This pt added info during several follow up contacts with customer support. He said there was no discharge from the burn site and reported that the skin had pitted areas as well as scab formations. The pt noted that he did not seek medical attention, but accompanied his wife to her previously scheduled visit to her health care provider. He said that this health care provider examined the burn and advised that was battery acid that caused the skin burn. He said he was advised to treat the burn with antibiotic ointment.